Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that during an atrial fibrillation case, a pericardial effusion was noticed in the patient. The physician had noticed a mild pericardial effusion present on ice (intracardiac echocardiography), prior to going transseptal. The physician decided to continue the procedure and went transseptal. After going transseptal, it was noticed on ice that the pericardial effusion was still present, but the same size. While ablating around the left pulmonary vein, it was noticed that the pericardial effusion was growing. The caller also reported that there was a rise in temperature noticed on the esophageal temperature probe. The physician waited for the esophageal temperature to come down. They checked again on ice, and it was noticed that the pericardial effusion was still growing in size. The medical intervention provided to the patient was a pericardiocentesis, and about 200 cc of fluid was removed. The patient was reported to be in stable condition. The smarttouch sf catheter is not available for return. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.